Event description:
The manufacturer received information alleging a ventilator's internal battery would not hold a charge. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported the batteries for a ventilator allegedly failed to hold a charge. The device was returned to the manufacturer for evaluation and the complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed.